Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It wsa reported that the procedure was to treat a narrow mid and proximal left anterior descending artery. On (B)(6) 2014 a 2.25 x 15 mm and a 2.25 x 23 mm xience prime were implanted successfully. On (B)(6) 2014, the patient was admitted with in-stent thrombosis. The thrombosis was aspirated and then plain old balloon angioplasty (poba) was performed to treat the thrombosis. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of thrombosis is a known observed and potential patient effect as listed in the xience prime small vessel (sv) everolimus eluting coronary stent system instructions for use (IFU). The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Review of the complaint history of the reported lot was not performed because the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.